Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the black (main batt) and green (3.3v) wires were open inside the trunk cable. The cause of the code 204 and incoming testing failure is the open wires. The root cause of the open wires is excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
A us distributor contacted zoll to report that a patient's device was displaying code 204.